Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all the user unable to sign to all machines. The customer stated that this malfunction occurred when the user was tried to issue medication to the patient and caused a delay login was of 20 seconds. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the users were unable to sign to all machines. The technical support specialist conducted wireshark testing. They confirmed that the wireshark trace logs showed multiple alias controllers for (B)(6). Whenever a user entered the ID, pyxis went through all the aliases one by one, and after being rejected by almost 20 aliases, it succeeded. Then, the technical support specialist enabled the ssl setting under the user domain page with port 636 for (B)(6) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.